Event description:
It was reported that there was a fracture of the inner shaft of the reflex driver.

Manufacturer narrative:
Method: visual inspection, device history review, and complaint history. Results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The broken fragment was not returned. Device history review: device history was reviewed and this is the 2nd complaint to have been received on this batch related to breakage of the distal threaded tip. Complaint history: a total of (B)(4) complaints involving (B)(4) units have been received relating to draw rod tip deformations. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to screw, insufficient depth of screwing between draw rod and screw. However, for (B)(4) complaints, the failure was reported to have occurred during screw insertion. The surgical technique explicitly warns not to use the revision driver for screw insertion and that the reflex-hybrid final tightening screwdriver should be used for final tightening. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.